Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to a possible infection. Additional information indicated that staphylococci were detected. No additional adverse patient effects were reported. The rv lead remains in service.